Event description:
It was reported that during an endovascular procedure in a patient the subject catheter tore off during aspiration. No other information is available.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient the subject catheter tore off during aspiration. No other information is available.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated h3 summary attached - updated d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is was received and lot number was confirmed from packaging. On visual inspection, the catheter shaft was seen to be broken/fractured at 14cm. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu, there was no damage noted to the packaging prior to opening the packaging, device was confirmed to be in good condition during preparation/prior to use on patient, continuous flush was set up and maintained throughout the clinical procedure. The as reported and as analyzed event of 'catheter shaft broken/fractured during use' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during an endovascular procedure in a patient the subject catheter tore off during aspiration. No other information is available.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available. Therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported event of catheter shaft broken/fractured during use will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.